Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device battery had drained significantly. The patient has not experienced any symptoms. The most recent merlin transmission stated that the battery had 6.6 months of longevity left. Back in january, the merlin transmission showed the device had a longevity estimate of 10.9 months. Session record indicated that the battery discharge curve did not have any sudden drops, but the voltage has been decreasing with a larger slope than average. The device was changed out. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Review of the image indicated the fuel gauge current was normal. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.